Manufacturer narrative:
H4: device manufactured on september 20, 2022- september 21, 2022. H10: six (6) actual samples were received for evaluation. Visual inspection, along with magnification was done which observed a white polymeric appearing particle approximately 1.0mm at longest linear length loose inside the lower area of container one one sample only. No issues were observed in the other five samples. The reported condition was verified on one (1) sample only; however, not verified for on the remaining five (5) samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the events occurred from (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a foreign substance. This was identified during setup. There was no patient involvement. No additional information is available.